Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, when the 1st one was used in the lcfa, a link break was noted after step 3. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 20f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported link break was confirmed with an observed needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks is likely that an interaction with patient anatomy or link pulled until it breaks or inability to maintain position/stability of the device during deployment is due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.